Event description:
The manufacturer was informed that on (B)(6) 2024, a percival valve pvs27 was implanted and pvl was noted after de-clamped. The valve was explanted and another valve from the competitor was implanted as a replacement. No further information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvf-s and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the simulation of the valve deployment in silicon aortic root #27, no problems was encountered during the ballooning phase: the sealing at the annulus level is guaranteed, thus, the valve remained fixed within the annulus. Then, inserting some water in the aortic root from the outflow side, no paravalvular leaks was observed during both the simulation. Considering the static conditions of the test, the water level remained stable under the leaflets free edge. Based on the performed analyses, it is possible to exclude the relationship between the reported issue and the returned device quality. The deployment simulation, performed on the returned valve, did not highlight anomalies and the valve resulted globally well deployed and fixed in stable way. No paravalvular leaks were observed during the simulation of the static leak test as further confirmation of the stability of the positioning and sealing performance. Should further information be received in the future, a follow up report will be provided.